Event description:
Customer reported experiencing low and high blood glucose readings. Customer's low blood glucose reading was 30 mg/dl and high was between 400 mg/dl to 500 mg/dl. Customer also mentioned an issue with the sensor not sticking and receiving a sensor error alarm. Customer's most recent blood glucose reading was 350 mg/dl after lunch and has treated. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.